Event description:
Info received indicates when the head section is raised, it begins to drift down after the switch is released.

Manufacturer narrative:
The facility replaced the head up valve to repair the bed.